Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was having clicking sound and cubie was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed. The field service engineer (fse) accessed administrative mode and used hardware test application, which indicated a faulty open or close sensor. The drawer was removed and the sensor replaced, but the hard stop clasp cracked during removal, requiring replacement of the hard stop and old style magnet latch. After reassembly, the drawer failed to register position, prompting replacement of the position sensor. Following reinstallation and multiple tests, the drawer functioned correctly and passed diagnostics. The system functioned as intended after the field service engineer repaired the device.